Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the whole monofilament was returned loose and the needle tip and posterior cuff still attached to the rail end. Both cuffs were still attached to the link. The anterior cuff was out of the foot pocket and the tabs were damaged. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of plunger and this could appear very similar to a cuff miss, because there was no suture attached at the end of the needle during the needle plunger retraction. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of every device is checked during manufacturing. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the reported complaint; therefore, the cause for the anterior cuff to needle tip detachment could not be determined. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.